Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: customer had complaint that the machine is not turning on and giving continous alarm andac supply is working in the machine. The failure did not occured during the ventilation. No patient involvement.